Manufacturer narrative:
Initial and final MDR 1874904 - MDR 3003442380-2024-04766 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events the first event occured on 01-nov-2023 and second event was on 09-apr-2024. The first event occured within 3 hours of insertion while second event occured after more than 3 hours of insertion. The infusio set had been used for 6-7 hours in case of second event. The insertion site was at the upper buttocks. The blood glucose level was 300-400 mg/dl at the time of first event while value unknown but high for the second event. The moderate amount of ketones are also present. Therefore the patient was treated with an correction injection via pump. The patient replaced infusion sets and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.